Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins had migrated near the patient's spine from the original site. The patient was scheduled for a revision of the ins on (B)(6) 2017. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and failed back surgery syndrome.